Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications. A technical support specialist (tss) dialed into the station and ran inventory reports for the specified medication and also checked the values with the server. The tss then confirmed that the sample medication was not a controlled medication and was set to 'profile¿ mode and suggested the customer to set to ¿temporary non-profile¿ mode and test again. The customer then confirmed that they were able to see the z-pack and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.